Manufacturer narrative:
This report is submitted on (B)(6) 2016.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2016 due to extrusion of the electrode array out of the cochlea. The patient was re-implanted with a new device during the same surgery.